Event description:
It was reported that during use in a procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
A full UDI is not available due to missing serial number.

Event description:
It was reported that during use in a procedure at the user facility, the device was overheating. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Correction: d9; h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event.